Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from the (B)(6), stating that the device had hose damage. The device was not being used during surgery. However, it is also unknown if there was user death or injury. There also was no report of pt injury or medical intervention. No additional information available.